Manufacturer narrative:
(B)(4). Zimmer biomet has received the product, and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during an initial procedure, an impactor fractured while impacting the glenosphere. The correct surgical technique was used. The surgery was completed successfully with a different bottom shim. No complications, injuries, surgical interventions, or foreign bodies were retained due to this malfunction. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The reported event is confirmed by the returned device. Visual examination of the returned product/provided pictures identified the device shows signs of use with nicks and gouges on the handle of the impactor and also has gouges on the poly tip of the impactor. The poly impactor tip has fractured and not all pieces were returned. Medical records were not provided. A review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.